Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument went sporadic and then fell dead. The customer was unable to control/move the instrument. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: during the procedure, the arm exhibited uncontrolled motion before going static; no patient injury or visible damage was reported, and the arm was returned for evaluation.